Event description:
While the surgeon was using the trocar, one little piece of plastic was dislodged from the inside mechanism of the trocar. The trocar is the access system for laparoscopic instruments into the body. When the shears are introduced through the trocar.